Event description:
Reporter stated the left caster and fork assembly fell out of frame while rolling along hallway. Chair started shaking and when caster fell user fell forward. A family member caught the user, no injury sustained.

Manufacturer narrative:
Product was evaluated and confirmed the bearing was bad. Checked bearing in stock and this appears to be an isolated issue.